Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder and the air and water channel, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the grip had a scratch. The forceps channel port had a dent. The air/water cylinder had no color. The suction cylinder had no color. The switch box had a scratch. The right/left knob and up/down knob had a scratch. The scope connector cover unit had a scratch. The sheet holder unit had corrosion due to water leakage. The electrical connector had corrosion due to water leakage. The distal end had discoloration. The light guide lens had a chip. The connecting tube had a wrinkle. Adhesive around objective lens had a crack and the universal cord had coating peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope made a crease and the instrument was not on its axis. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube had white foreign material and the air/water cylinder had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.